Event description:
It was reported that the atrial lead had unacceptable thresholds. An attempt was made to reposition the lead, but an insulation breach was caused by an introducer. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The outer insulation was breached cut. The proximal conductor had blood/body fluid (not obstructed). There was blood in/on the helix/lobe mechanism. Visual analysis noted apparent explant damage.